Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor and leg extension were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system had the left monitor not working and the leg extension was broken. No pt injury was reported.